Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of causing phrenic nerve stimulation. The lead helix screw was retracted, however; after the lead was repositioned, the helix would not come back out. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead was causing phrenic nerve and diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.